Event description:
It was reported that a half day infusor leaked. This occurred during filling of the device. There was no patient involvement. No additional information is available. This is report 9 of 20.

Manufacturer narrative:
(B)(4): device manufacture dates: october 2, 2013 - october 7, 2013the device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.